Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the inspiratory and expiratory limbs were tested using a multimeter. Results: electrical resistance testing showed that the expiratory limb was within specification but that the inspiratory limb heater wire was open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory limb heater wire was due to a break in the connection between the heater wire and heater wire pin. A lot check revealed no other complaints of this nature for lot 130326. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. (B)(4).

Event description:
A distributor in (B)(6) reported that an mr850 humidifier displayed the heater wire indicator when an rt340 adult breathing circuit was connected. This was found prior to use on a patient.